Manufacturer narrative:
(B)(4). Date sent 9/11/2024. Corrected data d7a. Investigation summary: the product was returned for evaluation. A visual inspection was conducted on the sample. Visual analysis of the returned sample revealed that the pcee60a device was returned inside the opened package without apparent damage. Upon visual inspection the blister was noted to have spottiness and discoloration in the seal area. However, this defect did not compromise the product sterility. Based on the information currently available, a product issue was identified during the investigation of the sample received. This condition is related to the manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number c9dd2l, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 7/22/2024. B3: exact event date unk, entered 1/1/2024 as only the year was provided. D4: batch # unk. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: no photos are available. All persons in case said it was "just peeled up". No other information is available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reporting that before an unk procedure when the customer was opening the box for the device, the paper was already pulled up inside before taking out of sterile packaging. No patient involvement.

Manufacturer narrative:
(B)(4). Date sent: 8/21/2024. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot.